Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the superficial femoral artery. A 5.0mmx150mmx150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.